Event description:
(B)(6). Veritas, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet 2 was chosen for procedure with a 14f amulet steerable delivery sheath (asds). After transseptal puncture was performed, the 8.5f versacross transseptal sheath was exchanged for the 14f asds and subsequently placed into the left atrial appendage (laa). It was then noticed the patient experienced an air embolism and inferior st elevations, transient hypotension, and some right ventricular (rv) and left ventricular (lv) dysfunction was noted. A right coronary angiogram (rca) was performed and no evidence of obstruction was reported. The st elevation was resolved and the patient was hemodynamically stable. The procedure was continued by connecting the 25mm amplatzer amulet 2 to the 14f asds in a closed system underwater to ensure no retained air. The 25mm amplatzer amulet 2 was attempted for implant but was determined not suitable for patient anatomy due to concerns with stability and a high shoulder position of the device in high angle views. A decision was made to recapture and replace the device with a 22mm amplatzer amulet 2. The replacement device was implanted after performing a successful stability test with no residual leak. After the delivery sheath was removed, the patient was administered protamine and transferred to recovery room in stable condition. It was then reported on (B)(6) 2025 prior to discharge; the patient experienced migraine headache and nausea with no vomiting. Patient was subsequently administered intravenous pyelogram (ivp) of zofran 2mg and fioricet. Patient symptoms resolved prior to discharge home in stable conditions.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Upon further review, it was determined that the reported event did not meet the criteria for MDR reporting under 21 cfr 803. Amulet 2 is currently part of an FDA-approved investigational device exemption (ide) trial and is not considered same or similar to the amplatzer amulet device. Due to design modifications, the FDA has requested additional pre-market clinical data to ensure these changes do not significantly impact the device¿s safety, effectiveness, or indications for use. As such, amulet 2 is not deemed as same/similar and does not meet the criteria for MDR reporting at this time.

Event description:
N/a.